Event description:
It was reported that the patient presented with disc disease with inflammatory back pain at l4-5, l5-s1. The patient underwent an l4-l5-s1 interbody fusion using an roi cage with rhbmp-2/acs placed within the cage. Within 2 months after the procedure the patient developed significant back pain and left thigh. A CT scan showed a very significant osteolysis of the vertebral body of l4 and l5 ¿with no melting sign showing a major osteolytic reaction.¿ the patient underwent posterior spinal fusion type l4 sacrum reoperation on (B)(6)-2014. During the surgery a significant mobility of l4l5 and l5s1 was found, demonstrating the absence of fusion.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510600, product code nek was cleared in the united states. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.